Manufacturer narrative:
As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-07-01. Based on the available information, the failure description and similar complaints, most likely there is no device malfunction. The IFU points out that the high level of light intensity produced by the light source may cause the distal end, the light connections and adjacent components to heat up. This can cause burns to patients, user, and third parties. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that staff have got burnt by the light lead when removing from the tl400. Burns/ blisters were reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).